Event description:
Reportedly, while in use on a pt, the ventilator stopped giving breaths. The hospital staff noticed that the pt's chest was not rising and the pressure indicator was not moving. It was also reported that the ventilator did not alarm. The pt was manually ventilated. No loose connections or disconnections were found. The ventilator was later checked by the distributor with the same setup and settings; no problem was found. Please note that there was no permanent injury in this case.